Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 190, blood glucose reading 42mg/dl. No additional information was provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.